Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-11937 pertains to the other device.it was reported that a boston scientific device was implanted.according to the complainant, as a result of the implant, the patient suffered urinary leakage, infections, pain, disability, dysuria and disfigurement.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.